Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed and mildly calcified de novo lesion in the proximal left anterior descending artery. Following pre-dilatation with a 1.5x12mm balloon at 12 atmospheres a 3.0x23mm xience prime stent was deployed at the lesion site. A distal edge dissection was noticed post-implant. A 2.5x15mm xience prime was successfully used to cover the dissection. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.